Manufacturer narrative:
Submit date: 02/07/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer reports that during the dialysis process, the alarm of the generator was triggered because it detected air. The doctor examined the device and found a crack causing leakage of rinsing fluid from the arterial branch of the catheter. Another kit was used to replace the branch of the catheter.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR¿s are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. A palindrome ¿ rt catheter was received for evaluation. The catheter presented signs of use and the catheter was cut approx. 0.5 cm below the hub. Visual inspection was performed and it revealed one hole on the arterial extension. The extensions did not present marks. In addition, the hole was magnified and it was observed to be irregular in shape. An ishikawa diagram was used to determine the potential causes for this event. This reported condition has been confirmed. Based on the available information and the results of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure. Therefore the most probable root cause can be considered as misuse. The issue was more likely damaged during use caused due to the use of strong cleaning agents, excessive force during of use, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No complaint triggers or trends were identified and no harm was reported for this complaint; therefore no further corrective or preventative actions are required at this moment. It must be noted that in process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during the dialysis process, the alarm of the generator was triggered because it detected air. The doctor examined the device and found a crack causing leakage of rinsing fluid from the arterial branch of the catheter. Another kit was used to replace the branch of the catheter.